Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure in a patient with a bicuspid aortic valve and a calcium spike going into the left ventricular outflow tract, a 24mm non-compliant balloon was used for a pre-implant balloon dilation, and the valve load was inspected under fluoroscopy with no infold observed. However, upon deploying the valve at a 2-3 millimeter depth in the annulus, an infold was noted. The valve was recaptured and redeployed, but the infold remained. The decision was made to remove the valve and replace it with a new valve, using a more aggressive pre-implant balloon dilation with a 26mm non-compliant balloon due to the anatomy of the bicuspid valve. The new valve was successfully implanted with no infold and no paravalvular leak. No patient complications have been reported as a result of this event. Additional information was received that the patient was stable after pre-dilation and attempting to implant the valve twice. A procedural delay of approximately 30 minutes occurred as a result of the infold. The delay was due to the replacement of the valve and a wire kink when the first valve was pulled out, as it was necessary to remove everything and try again. The reason for not initially opting for the larger balloon was due to a calcium spike entering the left ventricular outflow tract (lvot). The physician wanted to be conservative with the balloon. Per the physician, the extreme calcium spike in the lvot and the bicuspid patient anatomy with heavy calcification contributed to the infold.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure in a patient with a bicuspid aortic valve and a calcium spike going into the left ventricular outflow tract, a 24mm non-compliant balloon was used for a pre-implant balloon dilation, and the valve load was inspected under fluoroscopy with no infold observed. However, upon deploying the valve at a 2-3 millimeter depth in the annulus, an infold was noted. The valve was recaptured and redeployed, but the infold remained. The decision was made to remove the valve and replace it with a new valve, using a more aggressive pre-implant balloon dilation with a 26mm non-compliant balloon due to the anatomy of the bicuspid valve. The new valve was successfully implanted with no infold and no paravalvular leak. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure in a patient with a bicuspid aortic valve and a calcium spike going into the left ventricular outflow tract, a 24mm non-compliant balloon was used for a pre-implant balloon dilation, and the valve load was inspected under fluoroscopy with no infold observed. However, upon deploying the valve at a 2-3 millimeter depth in the annulus, an infold was noted. The valve was recaptured and redeployed, but the infold remained. The decision was made to remove the valve and replace it with a new valve, using a more aggressive pre-implant balloon dilation with a 26mm non-compliant balloon due to the anatomy of the bicuspid valve. The new valve was successfully implanted with no infold and no paravalvular leak. No patient complications have been reported as a result of this event. Additional information was received that the patient was stable after pre-dilation and attempting to implant the valve twice. A procedural delay of approximately 30 minutes occurred as a result of the infold. The delay was due to the replacement of the valve and a wire kink when the first valve was pulled out, as it was necessary to remove everything and try again. The reason for not initially opting for the larger balloon was due to a calcium spike entering the left ventricular outflow tract (lvot). The physician wanted to be conservative with the balloon. Per the physician, the extreme calcium spike in the lvot and the bicuspid patient anatomy with heavy calcification contributed to the infold. Additional information was received to confirm the guidewire used during the procedure was a non-medtronic (safari) product.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.